Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. The superficial femoral artery was dilated with a with a 2mmx40mmx145cm coyote es balloon. The coyote es balloon was inflated to 6atms and ruptured at on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).